Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device but he could not reproduce the reported event. Functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication livanova (B)(4) learned that it seemed that the device reset itself and the screen may have gone blank briefly. Since this happened quickly, the user is not sure. Through further follow-up communication livanova (B)(4) learned that the issue resolved itself within about 30 seconds to 1 minute with no further problems. The investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a centrifugal pump 5 (cp5) malfunction causing no flow during procedure. There was no report of patient injury.